Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis shows signs of wear consistent with use over time. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and was successful. A waveform generator, calibration test box, were all connected into an active oscilloscope tracker study. Each channel was isolated, identified and observed without noise (1-200, which includes port 4 (31-52) and port 8 (99-120)). The field service tool (fst) was then connected, and the amplifier passed post. The field functional test was performed and was successful (mentioned in the event symptom). The results of investigation revealed no anomalies, testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported noise and subsequent delay could not be determined.

Event description:
During an ischemic ventricular tachycardia procedure, the catheter signals were noisy on the bard recording system and a delay occurred. Whenever the pins were plugged into the bard (labsystem pro) cim box, noise was also affecting all the other egm and ECG signals. Troubleshooting involved the following: the cable between catheter and the ensite x amplifier were exchanged. Different pins were used on the bard cim box. The catheter port was changed on the ensitex amplifier (between 4 and 8) along with the respective pins on the bard cim box. The bard cim box was exchanged with another one. The catheter was exhanged and the amplifier was turned off then on again (the noise stayed while it is off as well). None of the above resolved the noise which worsened and improved at random, even without anything changing in the lab. The procedure was then completed using a competitor 3d mapping system with no consequences to the patient.